Manufacturer narrative:
Patient weight: unknown as information was asked but it was not provided. Date of event is unknown. The best estimate date would be between (B)(6) 2021 and (B)(6) 2022. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left (os) eye due to mechanical complications. Account provided that the replacement iol was a non-johnson and johnson lens. Reportedly, the patient is doing fine post iol exchange. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 2/28/2022 section h3: device evaluated by manufacturer: yes device evaluation: the suspect iol was received cut and with a detached haptic. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.